Event description:
It was reported that there were high out of range impedance measurements which were greater than 3000 ohms and high pacing thresholds in both the bipolar and unipolar configuration on the right atrial (ra) lead of this pacemaker system. There was noise on the ra channel that resulted in oversensing and pacing inhibition. It was noted that the out of range measurements were sudden with some spikes. The ra lead was revised, but this pacemaker remains in service. No additional adverse patient effects were reported.